Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for lumbar radiculopathy and spinal pain. It was reported health care professional (hcp) attempted to use patient programmer to turn ins off for EKG but nothing happened on the screen when they turned it on. Rep reseated batteries and still nothing happened. Hcp mentioned that patient came in because implantable neuro stimulator (ins) has not been working and has been stimulating their side, around the flank area as oppose to down their left leg. Hcp mentioned patient is having microdiscectomy on left side l4-l5 on (B)(6) 2018. Hcp stated they did not know if they were planning on removing ins or not. It was suggested the patient programmer batteries be replaced and reviewed how to turn ins off with patient programmer once the programmer was working. No further patient symptoms or complications were reported in this event.